Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had developed an infection. The device was explanted. The patient was noted to be in good condition following the procedure.